Event description:
After an implantation period of approximately 51 months it was reported that the interrogation of the device was not possible. The device was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly and subjected to an electrical incoming inspection. The returned device data were analyzed thoroughly. The analysis revealed that the clinical observation resulted from an invalid memory content in a specific memory area which most likely occurred on (B)(6) 2021. The root cause for the invalid memory content was not determinable. However, in case of invalid memory content in that specific area the device is not interrogable. During the explantation procedure the pacemaker was reset and worked as expected afterwards. The affected memory area does not influence the ability of the device to deliver therapy. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.